Manufacturer narrative:
The investigation determined discordant (B)(6) results were obtained from two different samples (sample 1 and sample 2) collected from the same patient tested on a vitros 5600 system when compared to (B)(6) result obtained from sample 1 tested using a non-vitros method. The investigation concludes the most likely assignable cause of the event was a limitation of the vitros ahcv assay, where a very recent (B)(6) would not be detected. The sample 1 was tested with a non-vitros pcr test and (B)(6) was qualitatively detected, but the antigen level was below the limit of quantification. A non-vitros ahcv method that detects both (B)(6) and (B)(6) antibodies generated a (B)(6) result. The vitros ahcv assay can only detect the presence of (B)(6) antibody to (B)(6) in a sample. Therefore; if the non-vitros method was (B)(6) based on (B)(6) antibodies, without the presence of (B)(6) antibodies, the vitros ahcv (B)(6) result would be a (B)(6) result. No historical quality control results were provided, therefore, a vitros anti-hcv reagent lot 9820 performance issue could not be ruled out as contributing to the event. Additionally, precision testing of the vitros 5600 integrated system was not performed, therefore it cannot be confirmed that the instrument was operating as intended and unexpected instrument performance cannot be completely ruled out as contributing to the event.

Event description:
The customer reported vitros ahcv discordant (B)(6) results were obtained from two different samples (sample 1 and sample 2) collected from the same patient tested on a vitros 5600 system when compared to reactive result obtained from sample 1 tested using a non-vitros method. Patient sample 1 (B)(6) result vs. The expected result of (B)(6). Patient sample 2 (B)(6) result vs. The expected result of (B)(6). Biased results of the magnitude and direction observed could lead to inappropriate physician action. The discordant (B)(6) results were not reported from the laboratory. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).